Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, between (B)(6) 2011, the patient experienced minimal vaginal discharge, leaking, dyspareunia, day/night time incontinence, lower abdominal discomfort, pain and cramping, back pain, worsening bladder function, and tenderness in the suprapubic wound. The treatment plan included a prescription for vesicare. Between (B)(6) 2012, the patient reported abdominal pain, vaginal spotting, urge incontinence, leakage of urine, little hesitancy, occasional leakage at night, continued day time frequency of every hour, couple of times a night to void, dysuria at times, mild burning and discomfort, a urinary tract infection since last week. At that time, the patient was treated with an intravesical injection of botox in the office to decrease the bladder contractility, a prescription for vesicare and antibiotics. On (B)(6) 2013, a follow-up visit with the patient indicated urge incontinence, hesitancy, right groin pain, back pain, constipation, difficulty voiding, frequency, burning with urination, blood in urine, constipation. The patient again was diagnosed with urge incontinence and a urinary tract infection. Vesicare was prescribed. During the period of (B)(6) 2014, the patient reported difficulty voiding, bladder infection since surgery, bladder incontinence, rectum burns, urinary urgency, dysuria, urinary tract infection, continued pain, irritation, and ovarian swelling although the patient reported a hysterectomy. An ultrasound revealed no abnormalities. The symptoms continued from (B)(6) 2015. Vesicare was prescribed again. No other information has been received.